Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fracture and underwent an unspecified surgery at t9. During surgery, the bone tamp ruptured on inflation. Bone tamp came in contact with the patient. No patient complications were reported as a result of the event. There was a delay in the overall procedure.

Manufacturer narrative:
Product analysis: visual, microscopic and functional evaluation showed balloon leaked. The balloon is leaking from the tip. This type of leak is consistent with the inner shaft being punctured either by the stylet or possible sharp bone from the outside. If information is provided in the future, a supplemental report will be issued.